Event description:
It was reported that during an anterior cruciate ligament (acl) surgery during screwing the screw broke off inside the patient. The broken piece was retrieved. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. The screw had fragmented into four pieces. The fragments are too damaged to measure any relevant critical features. The cause of the event is undetermined. Likely causes include improper bone prep; misaligned insertion and/or prying/leveraging the device during insertion.